Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the full patient list was not populating. A technical support specialist (tss) requested patient details and nurse ID, then dialed into the server and verified synchronized info (last upload/download current). User compared stations and found show preadmission enabled on osc-or but not osc-gi. Tss checked data synchronized debug log network error noted, but station was communicating. Tss called user, explained missing setting, guided him to enable it. User confirmed many patients visible but one still missing; saved details in ephi. Tomas also reported duplicate patients. Advised to uncheck show preadmission, which he acknowledged. Tss checked rss and found station database (db) total 7574, used 6387. Tss applied shrinkage package successfully and advised customer to open a new case if issue persists. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed full patient list was not populating for cnra's. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.